Event description:
It was reported that there was particulate matter in a small volume intermate. The reporter described the particulate matter as ¿black particles on balloon and/or inside bottle.¿ this was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 1, 2013 to february 4, 2013. Evaluation summary: the actual device was evaluated. Visual inspection revealed a black particle approximately 0.15 mm in the housing. The particle was found outside of the fluid path. Spectrophotometer scanning was performed and revealed the particle to be silicone rubber. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.